Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site a week after sensor insertion. Whole arm towards elbow was red from infection and patient reported pain and burning sensation. Patient consulted physician who prescribed penicillin to alleviate symptoms. Additional information was received that amoclav was given on 5th of october and sensor removal was performed on 14th of october.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided who removed the sensor from patient's arm to treat the infected area. Patient is feeling fine.